Event description:
Customer reported that when he took insulin pump out of his pocket, and noticed that the drive support cap was sticking out and he pushed it back in. Customer's blood glucose was 190 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with end cap broken off. The insulin pump was unable to perform displacement test due to broken end cap. The drive support disk was inspected and no anomaly noted. The insulin pump received with minor scratches on lcd window.